Event description:
It was reported that the user announced four meals in quick succession on the ilet system, disconnected from the pump, and subsequently experienced elevated blood glucose with a reported high of 390 mg/dl. The user later reconnected to the pump and observed a subsequent decline in glucose levels, followed by continued elevation with a steady trend. No clinical symptoms were reported. The outcomes of the event included no need for medical intervention, and non-medical assistance was provided by a caregiver out of necessity. Education was provided advising the user not to make multiple meal announcements and to monitor glucose closely, including use of fast-acting carbohydrates if glucose levels were to drop. The investigation included customer care review of the use history, troubleshooting, and user education regarding appropriate meal announcement and monitoring. Investigation of the case revealed use error related to multiple meal announcements and pump disconnection, with the device and its components functioning as designed. Based on previously established findings for similar reports, the cause was concluded to be user error and inadequate adherence to the instructions for use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.